Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks/scratches on the shaft. Dimensions taken on the drill are confirming to print specifications. The drill guide also shows signs of galling. The drill guide is conforming up to and after the galling/damage. Review of complaint history found no additional related issues for this item and the reported part and lot combination. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Event occurred in (B)(6).

Event description:
It was reported that during a procedure, while the drill was being used to prepare the glenoid, metal fragments were retained by the patient's joint. All fragments were removed. Upon inspection of the drill, it appeared to be compromised. Attempts have been made and no further information has been provided.